Manufacturer narrative:
The manufacturer previously reported on this device in MDR tw (B)(4) 2518422-2024-10231 and that a serious injury has occurred. After evaluation, the report has been determined to be a product problem only and that no harm has been alleged. Related fields were updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch report (mw5151037). The patient is alleging that the reusable and disposable filters in their dreamstation bipap were black when they checked them in the morning and have had several filters turn different shades of grey and another black again. The patient stated that the device has been replaced in 2021. The patient had a ruptured brain aneurysm/subarachnoid hemorrhage stroke and has a stent in the vistal v3 and v4 in their left vertebral artery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.